Event description:
It was reported that after the implantation of a miniarc precise, upon cystoscopy, it was noted that the arm of the device was found in the right side of the patient's bladder. The device was removed and reimplanted. Cystoscopy after replacement showed no mesh in the bladder. The patient had a catheter placed and will be left in for 5-7 days. If additional information is received, a follow up report will be sent.